Event description:
It was reported that a hemostasis valve leak and blood loss occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and it was noted that the hemostasis valve could not be tightened and was leaking blood. The patient loss 200cc of blood and intravenous vasoactive active agents were given. The device was exchanged for new one and procedure was successfully completed. The patient remained stable and was discharged.